Manufacturer narrative:
Received 13 dec 2017 from natus clinical specialist: "hello - the facility did not report to the FDA. I do not have information on the patient's weight". The device has yet to be returned. A request is being made to obtain its return. Natus has completed their initial internal investigation on 04 dec 2017. The investigation included: methods: review of past complaints from facility, CAPA review, complaint history review/trend analysis. There were (B)(4) other 110-4xxx complaints reported from (B)(6) medical since dec-2015. No complaints were confirmed. A review of capas within the past 12 months specific to this customer's complaint under investigation found no CAPA related to this reported catheter complaint. Complaint history, model 110-4xxx, from nov-2015 through 27-nov-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and one of them confirmed. The number of confirmed reports (01) divided by the number of units sold model 110-4xxx, ((B)(4)), nov-2015 through oct-2017 and multiplied by 100 results in a failure rate percentage (B)(4).

Manufacturer narrative:
Added 08 feb 2018: on 24 dec 2017, a natus clinical specialist e-mailed that the prior account representative for integra did not pick-up the sample (if it had been held at the user facility) and that it may have not been sent in. On 22 jan 2018, natus called dr. (B)(6) office. A message was left inquiring if the catheter could be saved. As of 08 feb 2018, no response has been received in regards to the catheter. The complaint is considered closed as non-returning. The complaint could not be confirmed and no investigation results other than those reported on (MDR) follow-up 1 are possible since no l/n was reported.

Event description:
From complaint initiation form received 31 oct 2017: "a clinician with natus received a call from the dr. (B)(6). He placed a 110-4hm catheter on (B)(6) 2017. On day 5 ((B)(6) 2017) he noticed a 10 degree increase in icp from the manual readings. He will try to save the catheter to send in for evaluation". "Device in contact with patient: yes". "Patient injury / death alleged: no". "Revision/medical intervention required: no". Patient prepped for surgery: no". "Delay in surgery due to late receipt of product: no". "Delay in surgery due to product problem: no". "Out of box failure(oob): no".